Manufacturer narrative:
Hamilton medical reference number: (B)(4) investigation is ongoing. Hamilton coaxial breathing circuit family devices in this product line are classified under product code bzo. ¿set, tubing and support, ventilator (with harness). Part number 260128 is listed in the same product family per the manufacturer ¿s IFU, and therefore falls under the same FDA product classification.

Event description:
It was reported to hamilton medical ag: " niv machine "phillip" set up for patient admission. Past all it's set up tests. When attached to patient recurrent interment alarm - high peep. Patient looks comfortable with good tv. No obstructions noted in tubing. No issues noted with filter. Peep set to 7/ ps set to 0 - alarm peep )15 recent issues with niv tubing and recent datix - unable to find lot number of this current tubing" patient was switched to a different ventilator and circuit. It was reported no health consequences or impact for the patient, user or third party.